Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The device was not returned

Event description:
It was reported that the foley catheter was faulty and the balloon would not inflate when the nurse changed the catheter. Per follow up information received via ibc on 14apr2022, it was stated that the user did not notice if there were holes or tears in the balloon. The customer just stated that the balloon did not inflate.